Manufacturer narrative:
Product event summary: the device was returned and analyzed. During the analysis of the returned device the failure on the hybrid disappeared. Hybrid analysis revealed that both loaded and unloaded pacing current drain levels were high out of specifications. The source of the high current was isolated to the rv pacing circuitry. Pal (product analysis lab tempe) analysis revealed that pal analysis did not confirm the reported high current drain anomaly related to the rv pacing circuit failure. However a tel-c failure condition was confirmed at the device and hybrid level. The rfm (radio frequency module) was reflowed off the hybrid for further testing. The rfm was tested in a blackwell sbb (system bread board), and the tel-c was fully functional. The cause of the failing tel-c was not determined. Battery analysis revealed that no issue was found with the battery. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was returned to the manufacturer after being removed and replaced for normal depletion.  The device subsequently tested out of specification during the manufacturer¿s analysis.  No patient complications have been reported as a result of this event.